Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, there are grooves cut into the driveshaft and corrosion on the internal components. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not hold a pin during a procedure. The account had a back up on hand to complete the procedure with a delay of a few minutes. There was no allegation of adverse consequences associated with this event.